Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly the power button was not functional for thrifty six keypads, error code (B)(4) was identified for six keypads, and keyboard test failed for four keypads. Reportedly, the font case keypads of the forty six pcu modules will be replaced. There was no reported patient involvement.